Manufacturer narrative:
(B)(6). Device evaluation: a sample is not available for evaluation. A supplemental report will be filed upon completion of the investigation.

Event description:
It was reported that when the retraction mechanism of the suspect device was activated following use, blood was ejected onto the healthcare professional. This resulted in blood exposure to his/her mucous membranes. It is unknown if interventions were provided.

Manufacturer narrative:
Device evaluation: result - a sample was not returned for evaluation. A review of the device history record revealed no abnormalities during the manufacture of the reported lot number 5148381. The qn database was reviewed on the sub-assembly lot numbers associated with this incident. The reviewed revealed no related reject activity. Conclusions - the reported defect could not be identified or confirmed and cause could not be determined, as the units described in the product incident report were not returned for evaluation and testing. Therefore, there was no physical evidence to confirm or to support manufacturing process related issues for the defect stated. This incident is indeterminate.